Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined. See scanned page.

Event description:
The info provided to sjm indicated an 8f angio-seal evolution was selected for use following multivessel angioplasty through a 7f introducer. Approximately 24 hrs post-procedure, the pt was straining and the collagen came out of the femoral artery. The pt fainted requiring 72 hrs of additional hospitalization. A duplex was performed revealing a laminar hematoma. No transfusion was required.